Event description:
It was reported that the customer went to the hospital with an unknown high blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.